Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023. One open 32g x 4mm pen needle polybag containing thirteen pen needle samples from lot. No. 2089025 were returned along with a torn piece of a carton from lot. No. 2033597. Visual examination was carried out on the returned sample and photos and thirteen pen needle samples from lot. No. 2089025 were observed in the polybag. A label which is not applied during the manufacturing process was observed on the torn piece of carton returned from lot. No. 2033597. No mixed pen needles were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and photos returned it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported a polybag for pro pen needles was found in the shelf carton of bd micro fine¿ + pen needles. The following information was provided by the initial reporter, translated from japanese: "this is a report about a mixed product. According to the customer's report, one pro polybag was found to be placed in the shelf carton for mfp (cat#321036).".

Manufacturer narrative:
Investigation summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported a polybag for pro pen needles was found in the shelf carton of bd micro fine¿ + pen needles. The following information was provided by the initial reporter, translated from japanese: "this is a report about a mixed product. According to the customer's report, one pro polybag was found to be placed in the shelf carton for mfp (cat#321036)."